Event description:
The customer reports that their central nurse's station (cns) is not displaying all waveforms. Hr and spo2 waveforms are showing, but the ECG waveforms do not. Two monitored bedside monitor's (bsm's) are affected. Additionally, the customer stated that the patient names are also not appearing for these beds. No harm or injury occurred.

Manufacturer narrative:
The customer reports that their central nurse's station (cns) is not displaying all waveforms. Hr and spo2 waveforms are showing, but the ECG waveforms do not. Two monitored bedside monitor's (bsm's) are affected. Additionally, the customer stated that the patient names are also not appearing for these beds. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns: 2 bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
Complaint details: customer reported that they are unable to see ECG parameter on the cns for two bedside monitors. Customer indicated that they are only able to see heart rate and spo2. On a follow up with customer, customer indicated that the issue had not recurred. Customer did not indicate how the issue was resolved. Investigation summary: based on the available information, a definitive root cause could not be identified. However, it is likely that the tiles/bed pertaining to the two complaint bedside monitors have incorrect settings and did not have ECG as a displayed parameter. Per operator's manual for cns-6801, waveforms/parameters may not be visible on the all beds screen if the currently measured lead/label is not set to be a displayed parameter. Possible cause of the issue incorrect displayed parameter setting. As a definitive root cause could not be identified, a corrective action to address the root cause of the issue could not be implemented. Furthermore, the issue may be related to the displayed parameter setting of the tiles/beds on the cns. Having ECG as a displayed parameter may have resolved the issue. Attempt #1 03/28/2022 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2 03/31/2022 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3 04/04/2022 called customer via the provided telephone number for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: 2 bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reports that their central nurse's station (cns) is not displaying all waveforms. Hr and spo2 waveforms are showing, but the ECG waveforms do not. Two monitored bedside monitor's (bsm's) are affected. Additionally, the customer stated that the patient names are also not appearing for these beds. No harm or injury occurred.